Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device was discarded by the facility. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the surgeon noticed a hair when he had the poly on the tibia mid surgery. Once it was realized there was a hair on it he discarded the poly with the hair on it as a precaution. A second implant was used to complete the surgery. No patient harm reported.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual evaluation could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Reported event is not related to a combination of products; therefore, a compatibility review is not applicable. Review of complaint history found no additional related issues for the reported product. Medical records were not provided. This complaint cannot be confirmed. A definitive root cause cannot be determined. No actions needed at this time. This complaint was determined not to be a new confirmed quality or manufacturing issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.